Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a colleague infusion pump experienced failure code 403 was confirmed and not reproduced. The root cause was attributed to a user interface module printed circuit board. The user interface module board was replaced to fix the problem. This issue has been escalated to CAPA. This device is a remediated colleague pump with a user interface module software version of 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 403. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.